Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became unusable for an unknown reason. Although requested, pump data was not uploaded for tandem technical support to review to determine a cause. Reportedly, the issue resolved and insulin delivery was resumed. Customer's blood glucose level was 80 mg/dl.